Manufacturer narrative:
(B)(4)

Event description:
An endeavor sprint drug eluting stent was implanted during the index procedure in the rca. Approximately 60 months post index procedure patient expired. Cause of death is unknown. Investigator could not determine relationship of the reported event with the study device.